Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump prompted customer to fill tubing multiple times and would not continue through load process. Tandem technical support guided customer through load fill tubing process and insulin delivery was resumed. Customer's blood glucose was 279 mg/dl.